Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pain ("two years under pain") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pain (seriousness criteria medically significant and intervention required). The patient was treated with analgesics and surgery (because of essure (unspecified)). At the time of the report, the pain outcome was unknown. The reporter considered pain to be related to essure. The reporter commented: two years undergoing physician's appointments, pain, analgesics, urgencies, and now surgery due to essure. And this has not finished yet. The list of device similar incidents and pregnancy cases contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on (B)(6) 2018 for the following meddra pt (excluding this case): pain: 426 cases were identified. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident: no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
Cutaneous case was reported by a consumer and describes the occurrence of pain ("two years under pain") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pain (seriousness criteria medically significant and intervention required). The patient was treated with analgesics and surgery (because of essure (unspecified)). At the time of the report, the pain outcome was unknown. The reporter considered pain to be related to essure. The reporter commented: two years undergoing physician's appointments, pain, analgesics, urgencies, and now surgery due to essure. And this has not finished yet. The list of device similar incidents and pregnancy cases contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on (B)(6)2018 for the following meddra pt (excluding this case): pain: 426 cases were identified. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Most recent follow-up information incorporated above includes: on (B)(6) 2018: the case will be deleted from bayer pv database. Nullification reason: case duplicated from (B)(4). All information was transferred to remaining case. Incident: no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.